Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced erosion, recurrence of prolapse and incontinence, infection and urinary problems. It was reported that the patient underwent removal of vaginal mesh and cystoscopy on (B)(6) 2012 due to mesh eroded in midline and left periurethral area, removed to pubic arch. There was also erosion into the vagina that had eroded through the left vaginal sidewall which was also removed and then the patient had an implant of apogee from american medical systems performed. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and ams apogee - system with intexen lp was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with post colporrhaphy, due to stress urinary incontinence and symptomatic rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, fistulae, and recurrence. It was reported that the patient underwent polypectomy with colposcopy in (B)(6) 2010. It was reported that patient underwent vaginal mesh revision/removal, complicated on (B)(6) 2012, due to stress urinary incontinence and mesh erosion. (B)(4).